Event description:
The manufacturer received information alleging a ventilator was blinking red and making noise. The patient stated that he had a trilogy device but was unable to find the serial number. He was advised to call his durable medical equipment provider for additional device information. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.